Event description:
Discordant, falsely elevated sodium (na), potassium (k), and chloride (cl) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were rerun once on the same instrument and once on an alternate dimension vista 1500 instrument, and the rerun results matched. There are no reports of adverse health consequences due to the discordant, falsely elevated na, k, and cl results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). While reviewing the instrument data with the customer, the tsc specialist discovered that the high results had been appropriately flagged by the instrument. Additionally, the rerun results had been correct and other patient results processed at that time were correct. Based on these factors, it was determined that a service visit was not necessary. The cause of the discordant, falsely elevated na, k, and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.